Event description:
Customer reported to beckman coulter, inc. (Bec) that level 1 quality control for total bilirubin (tbil) on the unicel dxc 800 synchron system drifted low. Customer reported that erroneous results were generated. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistry (cc) diba tubing, the cc sample probe. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications. Root cause is unknown.

Manufacturer narrative:
This report is one of four reports related to four reportable events that occurred on four different days. This report is related to MDR#2050012-2012-00206, MDR#2050012-2012-00207, MDR#2050012-2012-00208.